Event description:
On july 27, 1992 at 8:00 am, it was noted by nursing personnel that there was no urine output from the resident's foley catheter. Attempts to irrigate the catheter were unsuccessful. The nurse attempted to deflate the bulb by withdrawing the water from the bulb via syringe in the deflation valve in the proper manner and was unsuccessful in deflating the bulb. The tube was then was then cut and the bulb would still not deflate. The resident was sent to the urologist who had to surgically remove the foley catheter. The urologist who removed the catheter stated that the communication between the balloon and the deflation valve and become occluded with some kind of sediment. Since we can not say with certainty wheter or not the device was defeective, we are reporting this incident as required by the safe medical devices actdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: component failure, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.